Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implantation procedure, the patient experienced a high distortion of vision. Aberrometry analysis was performed and found that the patient has a high trefoil. The surgeon claims that the patient's anterior segment analysis that was done before the surgery was normal and the patient didn't have trefoil. Additional information was provided confirming that the iol was removed one week after it was initially implanted. According to the customer, the iol serial number is not available.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).